Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd 1 ml syringe luer slip tip convenience paks experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 309701, batch no: 0007599. Date of incident: (B)(6) 2021. There have been 3 separate issues observed in the bd 1ml slip tip syringes. One syringe had a foreign contaminant on the tip, another had hair wrapped around the tip and finally there was a clump of dust in one of the trays.

Manufacturer narrative:
H.6. Investigation: a complaint of various products being found with either hair or dirt on them was received from the customer. Photos were provided to aid in the investigation of this defect. Through visual inspection, the customer complaint was confirmed. Foreign matter was observed on the provided photos. A device history record review was completed by our quality engineer team for provided lot number 0007599. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for this issue is improper gmp during manufacturing.

Event description:
It was reported that 3 bd 1 ml syringe luer slip tip convenience paks experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 309701, batch no: 0007599; date of incident: (B)(6) 2021. There have been 3 separate issues observed in the bd 1ml slip tip syringes. One syringe had a foreign contaminant on the tip, another had hair wrapped around the tip and finally there was a clump of dust in one of the trays.